Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
The patient, implanted with a pacemaker, presented to the emergency room after expiring at home due to unknown cause. An autopsy will be performed to identify the cause of death.

Manufacturer narrative:
Since the device did cause the event, adverse/product problem should be unselected.

Event description:
The patient expired due to ventricular fibrillation. The physician does not allege that our device caused of contributed to the patients death.